Event description:
The clinician reports the implant was inserted (B)(6) 2005 in ada 19. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.